Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The other admissions for (B)(6) infection are reported in the following MFR #s (B)(6) 2020, MFR# 2916596-2020-06394; (B)(6) 2020, MFR# 2916596-2020-06395; (B)(6) 2020, MFR# 2916596-2020-06424; (B)(6) 2020, MFR# 2916596-2020-06426, (B)(6) 2020, MFR# 2916596-2020-06427, (B)(6) 2020, MFR# 2916596-2020-06429; (B)(6) 2020 , MFR# 2916596-2020-06158; no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted from (B)(6) 2020 to (B)(6) 2020 for a (B)(6) driveline infection. The patient had intolerable pain at the driveline site and requested that the pump be turned off. The psychiatry department was contacted. The site was not able to provide details about treatment for the admission. There were no device issues.